Event description:
A patient with parkinson's disease connected to a powerheart received a shock from the device while patient was in stable condition. The patient was in a good condition, and subsequently disconnected from the device.